Event description:
It was reported via the risk manager received notice of litigation from attorney for patient with history of diverticulitis who underwent sigmoid resection for ¿the removal of a large mass in his colon.¿ pleading further alleges that on post operative day five, patient was diagnosed with sepsis and rushed to the operating room for emergency surgery to repair a colorectal anastomotic leak. It is alleged that that the anastomotic leak was caused by an area of non-functional staples. Pleading further states patient had to undergo numerous other surgeries, including ¿the placement of a very large area of mesh throughout his entire abdomen.¿

Manufacturer narrative:
(B)(4). Date of event is 2019, event day and month unknown. Captured as (B)(6) 2019. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2023. Medical records received. Please see attached.

Manufacturer narrative:
(B)(4). Additional information received: surgeon in this matter was recently deposed and indicated the circular stapler used was the (B)(6).